Event description:
It was reported that the pt had an infected malleable penile prosthesis, which was placed after having had a prior infected 3-piece inflatable penile prosthesis. (Reported on alternative summary report (B)(4)). It was noted that the malleable prosthesis was protruding through the urethra at its distal end of the meatus. A scrotal lesion, which appeared to now be infected, was noted, and was originally left to heal from the prior infection. It was further noted that pus was coming from the visible suture site in the penile scrotal area. The prosthesis was removed on the left and right sides, at this time the catheter was visualized to be in the corpora indicating that a urethral corporal fistula had occurred. The physician, with difficulty, performed urethroscopy in an antegrade fashion and was able to advance the wire. The catheter was then placed into the bladder and the corporotomies were closed. The device was not replaced.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.